Manufacturer narrative:
The device was received with unresponsive buttons due to keypad connector unlocked on lcd board. The keypad traces were inspected and no anomalies were noted. The device was received with minor scratches on lcd window. The pump was received with cracked case at display window corners.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 185mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.